Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: the keypad is peeled off the pump. The up arrow button was intermittently responsive, the contrast button was unresponsive, and the ok and down arrow buttons responded properly. The contrast button contact was missing from the pump. Contamination was found on all of the keypad contacts. Unrelated to the original complaint, the pump booted on to the verify screen with a dim and discolored contrast. Also unrelated, there was a crack along the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the rubber keypad started lifting up about a week prior, and after the damage the up arrow and down arrow keypad buttons became intermittently unresponsive. The patient stated he could see the internal components under the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.